Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, air entrance took too long to activate. The customer perceives that the infusion is not good and constant. The case was completed on the same day. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. Infusion and air exchange time activation tests were performed and were found to activate normally in no more than 1 second. The system was then tested and met all product specifications. The customer was reusing cassettes and it was recommended not to reuse cassettes, since this can lower sensor performance in the fluidics module. Continuous reuse of cassettes can cause incorrect readings of flow and fluid levels in the cassette chambers. The system was manufactured on november 17, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).